Event description:
The user facility reported that a staff member was unable to engage the safety cover over the needle following use. The following information was obtained: the safety cover would not engage when a staff member was attempting to cover the needle following use; the staff member did not properly discard the needle which resulted in another staff member incurring a needle stick when handling the device; and no additional event specific information was able to be provided.

Manufacturer narrative:
Evaluation of the returned sample confirmed that the metal safety cover did not properly cover the introducer needle point. Close examination determined that the metal component had been damaged such that the guard cover was partially misaligned. Although the cause for the reported inability to engage the safety neeple point cover cannot be definitively determined based upon the available information, the appearance of the returned sample is most consistent with some unusual force being applied to the safety cover during use causing it to become misaligned. The device labeling does address the potential for such an event in the instructions-for-use, which states: "for certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).